Event description:
It was reported that during the procedure, the right atrial (ra) lead was failed to capture and failed to sense. Furthermore the ra lead exhibited helix rotation issue and the ra lead was damaged. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture, failure to sense, lead damage and helix mechanism issue were confirmed. A complete lead was returned in two pieces. Visual inspection found procedural damage to the insulation and coils. X-ray examination found the inner coil to be overtorqued with one filar found broken/separated inside the connector region. Electrical testing found shorting between conductor paths. The cause of the reported events was isolated to the overtorqued inner coil, helix being clogged with blood/tissue and damages consistent with procedural damage.